Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received a photograph from the customer in support of this complaint. An evaluation of the photograph indicated a stopper inside the tube without a hemoguard shield. Additionally, 24 retained tubes from the same lot number of the bd inventory, were used to carry out functional testing to gauge stopper pull-out force. The results achieved were within specifications. Bd was able to confirm the customer¿s indicated failure mode from the photograph provided however, the issue could not be duplicated with retention samples testing. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements.

Event description:
It was reported when using the bd tube pms plh 13x75 3.0 slbl lim ce the rubber stopper remained in tube (stopper/shield separation). The following information was provided by the initial reporter. The customer stated: "the decapper only decapped the green hemogard cap and not the grey inner stopper. Decapper can't open closures properly."